Event description:
It was reported that the when the pump was interrogated it showed a motor stall had occurred. It was determined that this was due to using a telemetry head with a magnet. Later the hcp successfully interrogated the pump and it was determined that a motor stall recovery had occurred. The device system was used to deliver lioresal. No additional information was available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), (B)(4).